Event description:
Reporter stated that pt obtained a blood glucose result of 566 mg/dl, while using the suspect device. Reporter indicated that, based on this value, pt delivered 18u of fast-acting insulin. Reporter noted that pt began to feel ill immediately thereafter, and subsequently lost consciousness. Reporter phoned emergency medical services, and upon their arrival, 20 minutes later, pt's blood glucose measured 42 mg/dl (on paramedics' blood glucose monitor). Pt was reportedly transported to the hospital and treated with d50, intravenously. Pt remained hospitalized until blood glucose was stabilized (exact duration of hospitalization was not provided; however, pt was admitted in the morning and released during the afternoon, on the same day). Pt's current condition: normal. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.